Event description:
On (B)(6) 2013, the reporter stated that there was redness and induration identified with an insertion of a nexiva. On an unk date, the abcess was treated with nigre (fat) tulle and absorbed within 4-5 days. No further info was available.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.